Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary stenting procedure, treating a target lesion in the distal circumflex (cx) artery. The stent was implanted without issue; however, after stent deployment, the balloon was slow to deflate. The physician phoned the territory manager, who instructed the physician to inflate the balloon and then slowly deflate. The balloon was able to be removed without patient effect. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.